Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the battery and charger were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that when turning on the system, the mobile viewing station (mvs) was displaying "individual battery failure error" and the battery indicators on the image acquisition system (ias) were purple. Troubleshooting was performed and the rep recommended shutting down the system, disconnecting the ias from mvs, reconnecting the ias and mvs and seeing if the battery indicators were still purple upon reboot. When the system was off, they had blue battery indicator lights, however, when the system turned on, they had purple battery indicator lights. It was also noted that the site consistently had this system plugged into wall power. Navigation and imaging were aborted. A different imaging system was used to complete the procedure (c-arm). There was no reported delay and no impact to patient outcome.